Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-05813. It was reported that a rotawire detachment occurred. A 2.00mm rotalink plus and a 330cm rotawire were selected for use. The rotational speed was tested outside the patient's body; however, when the speed reached 170,000rpm, it was noted that the rotawire was detached near the burr. The rotawire was removed from the patient and was replaced with another of the same rotawire; however, the new rotawire could not be inserted into the burr. The procedure was completed with another of the same device. There ere no patient complications reported and the patient's condition was good.